Event description:
It was reported that the 300cm moderate support straight pt2 wire broke during dilation of a non-bsc balloon. The physician was able to get the wire out and there were no patient issues. The device was returned and analysis was completed. Analysis of returned product revealed one kink approximately at the distal section. Also it was found the wire broken and slightly bent on its distal tip.

Event description:
It was reported that the 300cm moderate support straight pt2 wire broke during dilation of a non-bsc balloon. The physician was able to get the wire out and there were no patient issues.